Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was walking on the beach and received three shocks. The patient then went into the emergency room (ER) and consult did not work so they sent him home. Technical services reviewed the treated event and the device therapy due to oversensing of ventricular tachycardia (vt) or atrial fibrillation (af) with aberrancy. It was noted that the patient was taking beta blockers, and his medication was cut in half. The patient will be evaluated in the clinic. At this time, the sicd system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was walking on the beach and received three shocks. The patient then went into the emergency room (ER) and consult did not work so they sent him home. Technical services reviewed the treated event and the device therapy due to oversensing of ventricular tachycardia (vt) or atrial fibrillation (af) with aberrancy. It was noted that the patient was taking beta blockers, and his medication was cut in half. The patient will be evaluated in the clinic. At this time, the sicd system remains in service. No adverse patient effects were reported. This supplemental report is being filed as the field representative called to discuss programming options as there was observations of t wave oversensing with morphology changes. Technical services suggested performing a treadmill test to see if it is reproducible and if so, then to program the device to alternate vector. At this time, the sicd system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was walking on the beach and received three shocks. The patient then went into the emergency room (ER) and consult did not work so they sent him home. Technical services reviewed the treated event and the device therapy due to oversensing of ventricular tachycardia (vt) or atrial fibrillation (af) with aberrancy. It was noted that the patient was taking beta blockers, and his medication was cut in half. The patient will be evaluated in the clinic. At this time, the sicd system remains in service. No adverse patient effects were reported. This supplemental report is being filed as the field representative called to discuss programming options as there was observations of t wave oversensing with morphology changes. Technical services suggested performing a treadmill test to see if it is reproducible and if so, then to program the device to alternate vector. At this time, the sicd system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient received more inappropriate shocks. Technical services (ts) reviewed and found the rhythm was very wide and nearly sinusoidal in which there was oversensing of this morphology. Ts simulated the episode activity and observed that having smart pass off had a marginal improvement, but this morphology is so polymorphic and wide that further inappropriate shock could likely occur whether smart pass is on or off. At this time, the s-ICD system remains in service. No additional adverse patient effects were reported.